Event description:
Philips received a complaint on the avalon fm30 fetal monitor indicating that the audio of the equipment is not heard. The device was in clinical use. There was no report of patient or user harm.

Manufacturer narrative:
E1; reporter institution phone numbe: (B)(6). E1: reporter phone numbe (B)(6). A follow up report will be submitted once the investigation is complete.